Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately (B)(6) 2021. Additional suspect medical device components involved in the event: product family: dbs-extension upn: (B)(4), model: db-3128-95, serial: unknown, batch: unknown.

Event description:
It was reported the pediatric patient had a raised area on their scalp at the lead insertion site following an implant procedure. The physician assessed the patient to have an infection and washed out the affected area. The event appeared to have resolved, however, approximately seven months later the infection returned, and the patient underwent a procedure where the deep brain stimulation (dbs) system was removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202300, model: db-2202-30, serial: (B)(6), batch: (B)(6).

Event description:
It was reported the pediatric patient had a raised area on their scalp at the lead insertion site following an implant procedure. The physician assessed the patient to have an infection and washed out the affected area. The event appeared to have resolved, however, approximately seven months later the infection returned, and the patient underwent a procedure where the deep brain stimulation (dbs) system was removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to block b3: exact date unknown, event occurred on or shortly after implant on (B)(6) 2021. Analysis of the returned db-2202-30, serial (B)(6) revealed the leads were cleanly cut approximately 18 to 18.5 centimeters from the distal end with the proximal ends having not been returned. The clean cut damage is a result of a typical explant procedure and is not considered a device failure. A product labeling review identified the devices were used per the instructions for use (IFU) product label. Additionally, the IFU states that infection is a known risk associated with the use of the device, but use of the device is intended for unilateral or bilateral stimulation of the subthalamic nucleus or internal globus pallidus for treatment of intractable primary or secondary dystonia for persons seven years of age and older. Therefore, boston scientific concludes the reported infection is a known risk with use of the device; however, the dbs system was used in an off-label, unapproved treatment on a pediatric patient under the age of seven years old.

Event description:
It was reported the pediatric patient had a raised area on their scalp at the lead insertion site following an implant procedure. The physician assessed the patient to have an infection and washed out the affected area. The event appeared to have resolved, however, approximately seven months later the infection returned, and the patient underwent a procedure where the deep brain stimulation (dbs) system was removed. No further information has been obtained despite good faith efforts. Additional information was received that the patient experienced intermittent swelling at the lead insertion site. Cultures were taken and were positive for staphylococcus epidermidis and staphylococcus hominis; the patient was prescribed long-term antibiotics. Additionally, clarification was received that just the leads were cut and removed from the patient.

Event description:
It was reported the pediatric patient had a raised area on their scalp at the lead insertion site following an implant procedure. The physician assessed the patient to have an infection and washed out the affected area. The event appeared to have resolved, however, approximately seven months later the infection returned, and the patient underwent a procedure where the deep brain stimulation (dbs) system was removed. No further information has been obtained despite good faith efforts. Additional information was received that the patient experienced intermittent swelling at the lead insertion site. Cultures were taken and were positive for staphylococcus epidermidis and staphylococcus hominis; the patient was prescribed long-term antibiotics. Additionally, clarification was received that just the leads were cut and removed from the patient.